Manufacturer narrative:
Follow-up #1 ((B)(4) 2011) - device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint was tested and no faults were found. The test strips were also tested and on performance testing with control solution the results were found to fall above the labelled range. Also the test strip vial was found to be torn. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because inaccurate control high was not resolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the control solution involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the control solution passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k)# is k073231.